Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who had been off the ilet pump due to hospitalization and surgery, attempted a supply change and became stuck on the ¿see drops¿ confirmation screen, and the device would not allow navigation or exit; the agent noted the pump initiated an automatic setup due to extended time off therapy, and the user could not access alerts or restart using the sleep/wake button on the black-and-white ilet, with issues consistent with an unresponsive key/button and involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with user interface components, with behavior characterized as key or button unresponsive and involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.